Event description:
The facility representative reported an infusion pump with a failure code 570:320. This event occurred during bio-med testing. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information of contact was provided.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:evaluation was performed and the condition was confirmed. Failure code 570:320:844:0000 was found. Inspection of the pump revealed depleted main batteries caused failure code 570:320:844:0000. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.